Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed no unexpected disconnects throughout the evaluation. The '?' Indicated the occluder needs to be calibrated. This happens when the unit is disconnected and reconnected while in the perfusion screen.

Manufacturer narrative:
Per the facility's perfusionist, the new occluder was installed and the same issue occurred. The occluder head was changed out, resolving the reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, there was a '?' Displayed over the occluder icon on the central control monitor (ccm) that could not be cleared. As a result, an alternate device was employed. The occluder module was replaced which resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.